Manufacturer narrative:
(B)(4). Information was not provided by the affiliate.

Event description:
It was reported that during a scopinaro bpd procedure, the device delivered malformed staples. An additional resection was made and sutures were used to complete the procedure. There was no reported patient consequence.